Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2013-04520, 2134265-2013-04521. It was reported that subsequent to a percutaneous coronary intervention, patient death occurred. The unspecified target lesion was located in the calcified distal left main coronary artery to the proximal circumflex artery. As the 2.25mm x 8mm ion paclitaxel-eluting platinum chromium coronary stent system was advanced to the lesion, the stent got "stuck" in the calcification and "came off" the stent delivery system (sds). The patient was "coded" and then became stable after the physician deployed two ion stents to cover the dislodged stent. The procedure was completed with the 2 ion stents and the patient was then transferred to the floor. One day post procedure, the patient expired.